Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that "on a call with one of our outside counsel today, he disclosed information related to a recent knee surgery in which he indicated he received a depuy knee device. He indicated that he was happy with the device and his issue was not related to the device but he had contracted a staph a infection following his surgery and the surgery had to be redone. I am reporting this in the abundance of caution in light of the recent reporting training: device: he did not know the specific device but indicated his doctor said he would be using a depuy knee device for his knee surgery. Issue: patient initially had a great recovery and could walk on his knee within 2 days with no pain. A few days later he woke up and could barely stand up. It took some time to confirm what was happening, but his doctor confirmed he had a staph a infection and that the knee surgery would have to be redone. Patient was in the hospital for treatment for the staph infection and is now administering a pic line of antibiotics at home." Doi: on (B)(6) 2022. Dor: on (B)(6) 2022. Affected side: unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.